Event description:
It was reported that during a rotablator procedure of the lad, the tip of the wire fractured during removal. The separated tip remains in patient. Patient status is listed as "okay".